Manufacturer narrative:
Preliminary eval was performed by lifewatch. The device and data files will be forwarded to the manufacturer for interrogation and analysis. (B)(4): material discolored applies to the electrodes. Associated accessory device: act monitor. Model # com001. (B)(4).

Event description:
This MDR is being filed in response to the pt's report of being burned and developing burn marks/welts that were followed by blisters under the red lead. Pt stated during the pt interview that he felt a burning sensation under the red electrode and when he removed that specific electrode it had a rusty color around the electrode, he developed four red painful welts and broken skin that did not have bleeding or fluid discharge and that he was burned. The pt stated that the marks were the size of the metal snap and conductive gel, no medical intervention was required, he used body lotion to aid in the healing. The pt did not recall if device was warm, did not observe anything unusual concerning the device but did state that he was in a warm environment and was sweating before the incident.